Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that her blood glucose dropped down to 23mg/dl on the evening of (B)(6) 2025 and her son called the paramedics. Customer said she was new to the pump and she might have given herself too much insulin. Customer did not allege over delivery by the system. Customer also said she had a high today on (B)(6) 2025 due to her not having bolused yet. Please see (B)(4) for the documentation for the high on (B)(6) 2025. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Per carelink, smartguard was not used. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose due to possible over delivery of insulin pump. The customer reported blood glucose value of 23 mg/dl. The customer reported hypoglycemia treated with emergency medical services and hospitalization. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed and customer has not been using the insulin pump system within 48 hours of reported low blood glucose event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use of the device or not. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose due to possible over delivery of insulin from the pump. The customer reported a blood glucose value of 23 mg/dl. The customer reported hypoglycemia treated with emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed and the customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the device or not. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.